Event description:
During a pta treatment procedure, the polymer of the platinum plus guidewire fractured. The patient was asymptomatic during this event. The physician was performing a four hour infusion of rtra for lysis of an occlusion in the tibialis artery. The platinum plus guidewire was used with a 4f cordis cobra guide catheter. After 4 hours, when the wire was withdrawn, the physician noticed that the polymer from the tip of the wire was missing. It appeared to have fractured and a portion remained in the patient. The retained portion was not retrieved as it was causing no complications. The procedure was considered successful and patient status is reported as `ok.'no additional intervention is planned.